Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the unit's control bar was not in the correct position and the width plates were damaged. The control bar was repositioned and the width plates were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that during surgery, the dermatome could not produce a clean graft. A repeat graft was needed.